Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens would not load correctly.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified company iii (d) cartridge and company ii handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause is most likely a failure to follow the dfu. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens would not load correctly.

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.there have been two other complaints reported in the lot number.additional information has been requested.(B)(4).

Event description:
A customer reported via returned reply card an intraocular lens (iol) was defective. Additional information was requested.